Manufacturer narrative:
Follow-up #1: date of submission 01/06/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: a review of the pump¿s black box revealed unexplained reboots. The battery cap threads were found to be damaged. A test battery cap was used for all testing. A test battery cap is unable to fully tighten. The battery compartment was found to be cracked. The pump case was found to be cracked. There was no evidence of moisture or loose components inside the pump. The pump was exercised for 24 hours and failed due to ¿intermittent power¿ condition. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was experiencing an intermittent power issue. Reportedly, the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.